Event description:
Customer contacted beckman coulter inc. (Bci) regarding a higher than expected gi monitor result generated by the unicel dxi 800 access immunoassay system. The initial gi monitor result was "<1u/ml" . The result reflexed and the reflex result was 30u/ml. Upon repeat on a different instrument, an initial and reflex gi monitor result of "<1u/ml" was obtained. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in 13x100mm serum tubes with a gel separator and centrifuged for ten minutes at 4000 rpm. Qc was within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was on-site (B)(4) 2009: fse performed a system check which passed and then performed a precision test and one pipettor failed. Fse verified ultrasonics, retensioned the reagent pump belt and performed some cleaning and other repairs after which precision test performed failed again on the same pipettor. Fse readjusted the ultrasonics, replaced the pipettor tip for that pipettor and recalibrated the pressure sensor. A precision test performed passed within specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.